Event description:
The patient underwent surgery to replace their generator. Product analysis was completed on their returned generator. The reported failure to program and eos/eri were duplicated in the laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Good faith attempts for further information about their seizure events have been made and no further information attained.

Manufacturer narrative:
.

Event description:
It was reported that, during a follow up visit, the patient's generator could not be interrogated. The physician stated that he believes it is due to end of service but wanted to troubleshoot the programming system completely before referring the patient for a generator replacement. The programming system was able to interrogate 5 other patients that came into the clinic today. Additionally they had replaced the 9v wand battery prior to reporting. The patient was moved away from all sources of emi, the generator was palpated, and the wand was rotated however the generator could not be communicated with. Per the physician, the last successful interrogation was on (B)(6) 2012 and, at that time the elective replacement indicator was no. The physician also noted that the patient's seizures have been doubling since (B)(6) 2012 and that the patient went from 11 seizures to 26 seizures over the last three months. It is currently unknown if the increase is related to vns. The patient has since been referred for a generator revision. Revision is likely but has not occurred to date. Attempts for additional information are in progress.